Event description:
It was reported that during a colostomy takedown and re-anastomosis procedure, the device deployed completely unformed staples did not cut. The anvil dislodged from the trocar and had to be removed. Another like device was not available, so a similar one was pulled to try and attempt the anastomosis again. Upon insertion, there was a tear very distal in the rectum making it impossible to anastomosis again. They then attempted to suture shut the distal rectum stump, but there was too much leakage and it was too far down. At this point, the temporary colostomy could not be reversed and the pt now has a permanent colostomy.

Manufacturer narrative:
Eval summary: the analysis results found that the device arrived in good visual condition, void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that as stated on the IFU, "before firing, ensure that the orange indicator is fully within the green range of the gap setting scale". Also, it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. In addition, the IFU states that: "caution: do not clamp across or grip on the locking springs when attempting to reattach the detachable head assembly". The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed, and no anomalies were found during the manufacturing process.